Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they did not use their ptm (personal therapy manager)much, and it was difficult to connect. Per the patient, their pump was in their back, and it was difficult to hold the communicator over the pump. The patient stated that the handset stopped at 90%. The patient stated that they did not take many boluses, and they were not sure how many they get in a day. Per the ptm, the patient was allowed 2 in 24 hours. The agent reviewed device function and assisted the patient with clearing data and closing all apps after which the patient connected to the myptm app quickly seeing their lockout screen.